Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018. It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tecnis symfony multifocal intraocular lens (model zxr00, +26.0 diopter) was explanted from patient's operative eye. A model zxr00 +23.0 diopter was used as replacement lens for the patient. No further information provided.

Manufacturer narrative:
Additional information: it was learnt that there was no patient injury during the explant procedure. The patient is fine. No further information provided. Age/date of birth: 70 years. Gender/sex: female. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.